Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a peripheral intervention procedure. Reportedly, a suture break occurred when attempting to tighten the knot and close the arteriotomy. Manual arterial compression was applied to achieve hemostasis. Post procedure when the patient was in the recovery room, a hematoma was noted. Manual compression was applied to treat the hematoma and it resolved. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to manufacture, design or labeling.